Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent was deformed. The device was never used inside the patient's body. No patient complications were reported.